Event description:
The customer reported that prior to use on a patient, the iabp generated an autofill failure. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).